Event description:
It was reported that a pump malfunction occurred, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided pump reset information and assisted the customer with resetting the pump; no further malfunction code was observed after the reset. The customer was advised to continue using the pump and to call back if any issues recur.